Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the crochet hook does not tighten in the cartridge [device malfunction] insulin was poured out due to a leak [device leakage] case description: study ID: (B)(6)-novocare for diabetes study description: trial title: the main objective of this patient support programme is to provide education, information and training for patients with diabetes mellitus (type 1, type 2 and diabetes in pregnancy), who have already been prescribed by their treating health care professional (hcp) with novo nordisk (nn) products of insulin, liraglutide 0.6-1.8mg for type 2 diabetes and glucagen. Patients shall be provided with full education, including the technical use and handling of nn devices (pens and needles) with an objective to be supported during their first steps in their treatment and to have an improved diabetes control and quality of life. Patients with type 2 diabetes mellitus, who have already been prescribed by their treating hcp with once weekly glp-1 inhibitor semaglutide (ozempic), with a purpose to enhance the education of the patients on their disease, through pen training, to improve diabetes control and patient's quality of life, through nutritional advice and to support treatment adherence and compliance on with their prescribed therapy. Finally, under the scope of the program the provider must undertake the provision pharmaceutical compliance and any pharmacovigilance service. Patient height, weight and body mass index were not reported this serious solicited report from greece was reported by a pharmacist as "the crochet hook does not tighten in the cartridge(device component malfunction)" with an unspecified onset date , "insulin was poured out due to a leak(device leakage)" with an unspecified onset date , "the patient is about to die(near death experience)" with an unspecified onset date and concerned a 95 years old female patient who was treated with novopen (insulin delivery device) from unknown start date for "unknown type diabetes", , penmix 30 penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) from unknown start date and ongoing for "diabetes", dosage regimens: novopen: penmix 30 penfill: current condition: diabetes (type and duration not reported). On an unknown date, it was mentioned that the crochet hook does not tighten in the cartridge and the insulin was poured out with loss of dose. On an unknown date, it was stated that the patient was about to die. From the context and from the way it was mentioned it seemed to mean by age. Batch numbers: novopen: unknown penmix 30 penfill: pr7dx6; action taken to penmix 30 penfill was not reported. The outcome for the event "the crochet hook does not tighten in the cartridge (device component malfunction)" was unknown. The outcome for the event "insulin was poured out due to a leak(device leakage)" was unknown. The outcome for the event "the patient is about to die(near death experience)" was unknown. Reporter's causality (novopen) - the crochet hook does not tighten in the cartridge(device component malfunction) : unknown insulin was poured out due to a leak(device leakage) : unknown the patient is about to die(near death experience) : unknown company's causality (novopen) - the crochet hook does not tighten in the cartridge(device component malfunction) : possible insulin was poured out due to a leak(device leakage) : possible the patient is about to die(near death experience) : unlikely reporter's causality (penmix 30 penfill) - the crochet hook does not tighten in the cartridge(device component malfunction) : unknown insulin was poured out due to a leak(device leakage) : unknown the patient is about to die(near death experience) : unknown company's causality (penmix 30 penfill) - the crochet hook does not tighten in the cartridge(device component malfunction) : possible insulin was poured out due to a leak(device leakage) : possible the patient is about to die(near death experience) : unlikely on (B)(6) 2026, the case changed status from non-valid to valid as missing element adverse event "near death experience" was reported. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Preliminary manufacturer comment: (B)(6) 2026: the suspected device novopen (specific name of the device unknown) has not been returned to novo nordisk for evaluation. No conclusions reached on device functionality. Elderly age of the patient (B)(6) is a significant confounding factor for the reported event.